Event description:
The customer reported that an 840 ventilator had an erratic gui display. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. Covidien was not able to duplicate the alleged malfunction. The unit passed extended self-testing.